Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation all ECG's and rear therapy electrodes were showing falloff. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging a black pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor's case was damaged.